Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the customer opened an implant package and the green cap on the vial was broken like it was shredded off. Discovered during a procedure, were able to complete the procedure with another implant.

Event description:
This report is being submitted to report additional information.

Manufacturer narrative:
This report is being submitted to report additional information. Multiple reports are being submitted for this event. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation was performed. The green cap top was cracked open. The coob is confirmed. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation, the most likely root cause determined from the investigation was inadequate design of cap and vial system. Therefore, based on the available information, a packaging malfunction did occur. The implants green cap was cracked while the green caps tamper seal was intact. The reported event was confirmed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.